Event description:
Date of event unk. The user reported an incompatibility issue with the luer lock of the 2200-0006 set when in use with vygon needle free valve (B) (4) (non cardinal health product). The set became disconnected from the vygon needle free valve during a cytotoxic infusion. From the reported info, there are no indications of serious injury to the pt or user as a result of this incident. The IV administration set has been requested for investigation but not yet received to date.

Manufacturer narrative:
(B) (4). (B) (4).